Event description:
Medtronic received information that prior to use, during daily testing of a bio-console user interface instrument, it was reported that the user interface was black. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery met its lifespan. Medtronic received additional information that the screen is ok after reinstall of all cable and pcb.

Manufacturer narrative:
Device evaluation: the reported issue that the user interface was black was verified during service.one battery failed the voltage test. The issue was resolved by replacing the battery, calibrating and testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.